Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a patient had a pillcam procedure that has possibly retained in the stomach. An xray was performed about two weeks later and the xray technician said it either looks like a piece of the capsule or a surgical clip was inside still inside. Follow up information from the account confirmed that the patient had a clip placed in the colon at the exact spot that showed up in the xray. The radiologist confirmed the clip as well. The patient did not have any symptoms but the patient did not see the capsule expelled and wanted to see if it was retained. No adverse events to the patient was reported.